Event description:
It was reported that during a routine follow up, it was noted that the atrial lead was dislodged. The lead was capped and replaced successfully during device change out procedure. The patients condition was stable post operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.